Event description:
During procedure, account heard a pop sound. The laser fiber had broken apart on outside where the fiber enters the ureteroscope. No patient injury.

Manufacturer narrative:
Appears to be a user handling error that contributed to the broken fiber since the break occurred at the input of the scope. The returned fiber indicates the fiber was bent when fired causing the breakage. No corrective action is possible based on the results of this investigation.